Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic section. A broken piece was not returned, measuring roughly 0.070¿ x 0.034¿ in size. Thermal damage was not observed. The instrument was found to have a detached fragment from the broken tube extension. The fragment was not returned with the instrument. Further inspection found no other damage to the instrument. The complaint was confirmed by failure analysis. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the monopolar curved scissors (mcs) instrument's wrist near the tip broke. It got stuck before the trocar tip. It couldn't remove the mcs instrument. It had four uses remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws or any part of the distal tip didn't detach, but the wrist broke. Since the instrument got stuck with the cannula, the arm had to be undocked, and the instrument was removed with the cannula. There was no requirement to increase the port size. The wrist was straightened up to extend to get the instrument out of the cannula. There was some resistance while removing the instrument. There was no incident of any fragments falling into the patient's body.